Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4 cubie pockets were not detected. A field service engineer (fse) removed the rear panel and verified that the controller board indicator lights were on. The station was shut down, all drawer cables were reseated, and the station was restarted. During hardware test application validation, the drawer could open but the cubie pockets were still inaccessible. The station was then shut down again, the cubie pockets and trays were removed, and a liquid spill was discovered under the row a tray. The fse cleaned the drawer thoroughly and replaced the damaged cubie tray with melted muscle wire. After restarting the station and retesting the drawer in the hardware test application, the drawer functioned correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4 failed and not detected on bus. However, there were no delays or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4 failed and not detected on bus. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.